Event description:
The customer reported that the knife would not work during a procedure. The surgeon used more force than usual to advance the knife and, as a result, the seal was torn. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.